Event description:
Report rec'd from (B)(6) states: "aspiration of vitrectomy cutter okay but it does not cut. No pt injury or impact."

Manufacturer narrative:
The product has been requested for evaluation however, it is not available for evaluation.